Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance and did not indicate any contributing hardware issues. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, use error is the cause of this event. The customer did not follow the IFU and the (B)(4) guidelines for preanalytical sample handling as the sample was not allowed to clot for 30 minutes.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the unicel dxi 600 access immunoassay system serial number (B)(4) for one (1) patient. The elevated access accutni+3 sample was re-centrifuged and reanalyzed on the same unicel dxi 600 access immunoassay system and a lower result, within the assay's normal reference range, was generated. The original elevated result was reported outside of the laboratory. There was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result, as the patient was admitted to the cardiac care unit (ccu). Quality control (qc), calibration, and system check were all performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a serum separating tube (sst) and was centrifuged for ten (10) minutes at 3400 rpm (revolutions per minute). The sample was not allowed to clot per the tube manufacturer's specimen handling recommendation of 30 minutes.